Event description:
The patient experienced a loss of left-sided stimulation. The therapy impedance was greater than 4000 ohms. The hcp decided to revise the lead. In the operating room impedances on the lead were greater than 10,000 ohms. The lead was replaced. The new lead was trialed and the patient had good stimulation coverage. The implantable neurostimulator battery voltage was below 2.4 volts; it was replaced as well. After the new neurostimulator was connected, electrode impedances ranged between 750 and 1200 ohms. The patient had a lot of scar tissue in the epidural space. The hcp decided to close the pocket since the patient had good coverage. The device was programmed a few hours after the surgery, and the patient again felt good coverage.